Event description:
It was reported that difficulty crossing the lesion and stent damage occurred. During a percutaneous transluminal coronary angioplasty (ptca), a 2.50 x 20 synergy stent could not cross the lesion and stent damage occurred. The procedure was completed and no patient complications were reported in relation to this event.